Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/24/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Gender/sex: unknown/not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct600 13.0 diopter was explanted from a patient's left eye due to patient experiencing blurry vision. It was also reported that the patient's vision was affecting their driving and reading. The patient stated that the left eye had to be closed to be able to read. Patient's visual acuity was 20/60. The lens was replaced with the same model lens with a 12.0 diopter. There was no vitrectomy, no incision enlargement and no post-op injury reported for this event.